Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, a broken haptic was noted. Enlargement of the incision was required to remove and replace the iol. In a follow-up the surgeon reports the outcome of the event as "excellent".

Manufacturer narrative:
The product was returned for analysis. One haptic was bent due to the position of the lens in the case. The second haptic was broken -gusset area (returned adhered to the posterior optic surface). The optic had a scrape mark - rejectable on the posterior surface. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. There have been no other complaints reported in the lot number. Additional information was requested on 10/15/2008 by fax and mail. A completed questionnaire was received on 10/24/2008. This report was mailed to FDA on: 11/14/2008.